Event description:
Device end user reported that the device displayed vertical lines and locked up upon power on. End user was unable to power off the device and/or clear the vertical lines. Customer's biomed evaluated the device and was unable to verify/duplicate the reported issue. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to verify the reported issue. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use.